Event description:
It was reported that when trying to initiate therapy the arctic sun device keeps alerting fluid delivery line open. Hypothermia cool patient target temperature was 36c, patient temperature was 36.7c, water flow rate was 0 l/m 4 the pads were connected. Walked through stop therapy, empty and disconnect. Reconnected using proper technique. Straightened lines and restarted therapy. The water flow rate primed to 0 l/m then stopped therapy, emptied and disconnected. Placed the device in manual control at 15c with no pads connected. The system diagnostics were as follows, outlet monitor temperature was 12.8c outlet control temperature was 12.7c, inlet temperature was 13.8c, chiller temperature was 9.9c and water flow rate was 1.8 l/m, inlet pressure was -7psi, circulation pump command was 48 percentage and mixing pump command 0 heater 31 percentage, water reservoir level was 4 system hours 573.5 pump hours 493.4. Reconnected pads while in manual control. System diagnostics were water flow rate was 0.9 l/m, inlet pressure was -0.4psi, circulation pump command was 100 percentage, mixing pump command was 18 percentage and heater 0. Walked through disabling manual control. Advised swapping out to new set of pads and set these aside for representative to assist with returning for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.